Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Upon further review of the event history, the occurrence date of this event was determined to be (B)(4) 2010. Evaluation summary: the reported condition of a colleague infusion pump with failure code 568:320:654:0000 was not confirmed or reproduced by baxter personnel. Therefore, no assignable cause could be provided. As a precaution, the user interface module printed circuit board was replaced. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The facility reported failure code 568, which was not confirmed by baxter quality engineering. However, baxter quality engineering did discover failure code 568:320:654:0000 in the pump's event history occurring on the customer reported date, and this failure code was confirmed.

Event description:
The facility reported a colleague infusion pump with failure code 568:320:654:0000. It is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.